Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the returned device consisted of a taxus liberte monorail stent delivery system. There was contrast in the inflation lumen. The balloon was tightly folded and the stent was centered between the markerbands. The stent was damaged at both the proximal and distal ends with struts stretched and flared. Magnified inspection presented no damage or irregularities that could have caused or contributed to the reported crossing difficulty. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
This complaint is reportable based on the analysis completed on october 26, 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 85% stenosed target lesion being treated was located in the moderately calcified mid to distal left anterior descending (lad) artery. Pre-dilation with a 1.50x15mm apex balloon catheter was performed. A 2.25x32mm taxus sds was advanced and was unable to cross the lesion after several attempts. The taxus sds was withdrawn and another round of pre-dilation was performed. A 2.25x20mm taxus liberte sds was then advanced and was also unable to cross the lesion. The procedure was completed with 2 unspecified stents. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.